Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery. The patient's blood glucose at the time of incident was 14.9 mmol/l. The patient stated that she ended up in the hospital since her insulin pump did not alarm with a no delivery alarm even though the pump was not delivering. The customer was walked through the priming process twice and both times insulin was able to exit the tube. The customer also stated that she has had bent cannula issues seven times in the past. The customer was advised on proper insertion technique for her infusion sets. No products were returned and a new serter and infusion set was shipped to the customer.